Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported conditions and determined the cause to be a fault on an integrated circuit. Performance data collected from the device was analyzed and indicated an impedance/resistance decrease and the presence of patient alerts for a low lead impedance and a patient alert for failed alert transmission.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that all three pacing impedances suddenly dropped to below 200 ohms on the same day. It was further reported that the electrograms were noisy and showed no cardiac activity, although the electrocardiogram showed a paced rhythm. The r-wave trend was blank. The device has been replaced. No further patient complications have been reported as a result of this event.